Event description:
Per op report: this valve was explanted due to endocarditis. Prior to explant, the patient underwent laparoscopic cholecystectomy, after which pt had fever on several occasions that resolved either "spontaneously" or after treatment with antibiotics. Their condition worsened and blood cultures were positive for staphylococcus epidermidis. Subsequent tests indicated endocarditis and tee demonstrated "severe" atrial insufficiency, mild mitral regurgitation and ejection fraction 60%. At explant, the valve was dehisced from the annulus which was dehisced from the left ventricular outflow tract. There was a "huge" abscess posteriorly extending onto the anterior leaflet of the mitral valve. The area was repaired with a 24-mm homograft and sjm 21aj-501 was implanted. After separation from bypass, the homograft tore and could not be repaired. The pt expired in the or.